Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient faced infusion set leaking event on (B)(6) 2024. No further information available.